Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product code: 04.125.142s, lot #: 8549048, manufacturing site: mezzovico, release to warehouse date: 14. Aug. 2013, expiry date: 01. Aug. 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: thread flanks of the locking thread at the head and as well the thread flanks of the thread at the shaft as slightly worn. There are strong scratches including a burr on top of the screw visible. The anodized layer is worn away at all damages which indicates that they were caused post-manufacturing, but afterwards it cannot be defined if they were caused during insertion, in-situ or during extraction. Functional testing: the devices were forwarded to our product development center for evaluation. There a function test was made and it was possible to lock all received locking screw by hand as required and they sit almost flush in the plate. Dimensional inspection: no dimensional inspection is required as the performed function test has shown that the locking screws can be locked as required in the plate. This speaks against a dimensional issue with the threads. Document/specification review: the part 04.125.142s with lot 8549048 was manufactured in august 2013 with a lot size of 40 pieces. The review of the complaint history has shown that we are not aware of any other complaint for this article- and lot combination. The philos¿ with augmentation surgical technique was reviewed and section 7 insert proximal screws can be pointed out: remove drill sleeve and insert the screw with the appropriate screwdriver shaft (hexagonal or stardrive recess) and 1.5 nm torque limiting attachment (511.770 or 511.773 torque limiter, 1.5 nm) through the outer sleeve. The sleeve ensures that the locking screw is correctly locked in the plate. The angular stability is reduced if a locking screw is inserted obliquely. Insert the screw manually or with power until a click is heard. If using power, reduce speed when tightening the head of the locking screw into the plate. Investigation conclusion: the complaint is rated as confirmed for four (4) of the six (6) received locking screws as the back-out of four (4) screws is visible on the received x-rays. The review of the x-rays has also shown that it can not be excluded that the four (4) affected screws were not fully locked after insertion as on the picture the heads seems not to be as flush as required related to the plate. Based on the condition of the received screws it is impossible to determine which four (4) of the six (6) received screws did back out. Therefore are all investigations rated as confirmed as all screws are slightly worn although this damages had no influence on the functionality during the function test. During the performed evaluation no product related issue could be detected. Based on the provided information the exact cause of this occurrence cannot be defined. The evaluation at our product development center did identify following potential causes: no or incorrect torque limit attachment used (0.8nm instead of 1.5nm) torque limit attachment was defect, not calibrated. In this relation the instruction for use with following statement can be mentioned: important: this system requires regular maintenance service, at least once a year, in order to maintain its functionality. This service has to be performed by the original manufacturer or an authorized site. Incorrect screwdriver used (hexagon 2.5 insteat of stardrive 15) or screwdriver was worn or damaged. This cause is not supported by the visual inspection as the screw drives appear to be intact, show no excessive wear or spin clockwise. Zero points of the plate- and/or screw thread incorrect. The performed function test let us exclude this cause as it was possible to lock all received locking screw by hand as required and sit almost flush in the plate. Screws screwed in at the wrong angle because they were drilled / screwed in without a guide sleeve, no aiming block, no screw guide sleeve used. The evaluation has shown that the screw angle in relation to the plate on post-op x-ray shows no noticeable screw angles in direct comparison with a plate with nominally set screws. Traces in the connecting thread to the target block in the plate indicate that a target block has been used. The thread are still functional and show no extreme deformities, which would occur with an incorrect angulation during the insertion. Incorrect geometry of the plate and screw threads (incorrect flank angulation) or residues in the threads. The performed function test let us exclude this cause as it was possible to lock all received locking screw by hand as required and sit almost flush in the plate. Also the review of the complaint history did show no anomalies with the lots in question. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported a revision surgery occurred on (B)(6) 2020 due to four (4) cannulated locking screws migrating/backing out of the philos (proximal humerus plate). There is no allegation/malfunction of the plate. The plate is a related product because the reported screws were used to fixate the plate. The screws had been tightened with a torque-limiter device during the initial surgery on a unknown date. The four migrated screws were removed. It is unknown what the patient was revised to or how the procedure was completed. No surgical delay was reported. Updated concomitant device reported: philos 3.5 3ho ti (part # 441.901, lot # 49p4571, quantity # 1), unknown 1.5 nm torque-limiter (part # unknown, lot # unknown, quantity # 1), unknown cortex screw (part # unknown, lot # unknown, quantity # 1), locking screw self tapping (part # 413.028, lot # 31p3323, quantity # 2), unknown locking screw perforated (part # unknown, lot # unknown, quantity # 2). This complaint involves four (4) devices.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred (B)(6) 2020 due to four (4) 3.5mm cannulated locking screws migrating/backing out of the philos (proximal humerus plate). The screws had been tightened with a 1.5mm torque-limiter device during the initial surgery on a unknown date. The four migrated screws were removed. It is unknown what the patient was revised to or how the procedure was completed. No surgical delay was reported. Concomitant device reported: unknown proximal humerus plate (part# unknown, lot# unknown, quantity 1). Unknown 1.5 nm torque-limiter (part# unknown, lot# unknown, quantity 1). This is report 2 of 4 for (B)(4). This report is for an unknown locking screw.